Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2167418 was satisfactory per internal procedures. Formulation and filling processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2167418 (100 tubes) were available for inspection. No defects were observed in 100/100 retention samples. There was no leaking observed from 100/100 retention samples. All 100/100 retention tubes were measured using a fill volume measuring tool. All 100/100 tubes measured at the acceptable fill volume level. All 100/100 retention samples had properly affixed legible and scannable barcode labels. There were no excessive labels on any retention tubes. Three photos were received to assist with the investigation: the photo shows one tube from batch 2167418. There is excessive labels on the tube and the label appears to be wet possibly from tubes that were leaking. The second photo shows one tube from batch 2167418. The media fill does appear to be less than expected possibly from a tube that was leaking. The last photo shows one tube without any labels. No returns were received to assist with the investigation. The complaint can be confirmed for all three defects based on the evidence provided by the photos received. No complaint trends for this defect has been identified for this product ;no actions are indicated at this time. Bd will continue to trend complaints for leaking tubes, and labeling defects such as missing and excessive labels. H3 other text : see h.10.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was label issues. The following information was provided by the initial reporter: item number: 245122, batch number: 2167418, a total of 6 mycobacterium culture tubes were found to have quality problems, and 1 no label, 1 double label.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was label issues the following information was provided by the initial reporter: item number: 245122, batch number: 2167418, a total of 6 mycobacterium culture tubes were found to have quality problems, and 1 no label, 1 double label.